Event description:
The home patient (hp) reported being overfilled with fluid while using the homechoice cycler for apd therapy. The hp normally drains out the last fill volume of 2000mls during the initial drain. Therapy advanced past the initial drain into fill 1 before patient was completely drained and as a result, the hp placed the cycler into a manual drain during fill 1 and removed 1843 mls of fluid. The hp stopped the manual drain and noted the homechoice device displayed the fill volume as being a negative number. The hp resumed the fill phase and noted that the device initiated the delivery of fluid starting from the negative fill volume. As the fluid was being delivered, patient received the negative fill volume and then the normal programmed fill of 2000mls. Patient removed 4282mls of fluid. The hp relates that there was no patient injury or medical intervention as a result of this incident.